Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from hydropneumatic area of the unicel dxc 800 synchron system. Customer reported that she was running quality control and the system went to stop mode. Customer reported that there was a leak on the floor. Customer reported that no erroneous results were generated. There was no report of adverse event or injury requiring medical intervention or patient treatment bec field service engineer (fse) determined that the wash solution float switch was responsible for the leak and that the leaking fluid was wash solution. The fse replaced the wash solution canister float switch and resolved the issue.

Manufacturer narrative:
(B)(4).